Event description:
It was reported that the pt's general physician found the ipg implant wound site had eroded and he could plainly see the implanted eon ipg and lead. A surgeon explanted the pt's ipg and lead, and a few months later the pt received another eon ipg and lead. The pt is currently reported to be doing well.

Manufacturer narrative:
Eval: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Corp defers to the pt's physician regarding medical history.